Manufacturer narrative:
Merge healthcare is continuing to investigate the customer's allegation. Additional information has been requested from the customer but has not yet been received.

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(6) 2016, merge healthcare was notified that an eye station was down and would not start up. The system was rebooted several times but could not be restarted. The customer reported they are in the process of replacing the system and that the issue is impacting patient care. With merge eye station not capturing images as expected, there is a potential for a delay in a patient's treatment or diagnosis that may result in harm. (B)(4).